Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Customer stated they were hospitalized three to four weeks ago with a blood glucose over 600 mg/dl. The customer also stated their blood glucose was 499 mg/dl at the time of the call. Customer was able to lower their blood glucose to 229 mg/dl with 10 units of insulin by syringe. Customer also reported insulin was leaking from inside their insulin pump. No additional information provided.